Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, a study was performed on this group of devices. 126 patients participated in this study. The satisfaction of the devices were comparable. Only 1 patient received a wound drain system post implant. Penile shortening was reported in 23 patients. Additionally, penile shortening was reported, followed by post operative paint. No chronic pain was reported. Only 1 patient (0.8%) received a wound drain system peroperatively. Penile shortening was reported in 23 patients (18.25%) and was the most frequent complaint after surgery, followed by postoperative pain in 15 patients (11.9%). No chronic pain (more than 6 weeks) complaints were reported. Three patients (2.4%) received prolonged antibiotic treatment due to possible signs (warmth, redness) of an infection but no explantation of the prosthesis or salvage procedure was required. Mechanical failure occurred, four patients with leakage of the tubing and/or cylinder and one patient with malfunction of the cylinders. Two of 4 patients with pump-dysfunction.